Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead will be monitored. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.